Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turns off constantly during device power up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "turn off constantly" was not reproduced. The unit was able to turn "on" and still "on" during evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6: type of investigation. Correction: h6: investigation findings. Correction: h6: investigation conclusions. Correction: h11: the device was received for evaluation. During functional testing, the reported problem "turn off constantly" was not reproduced. A review of the event history log identified improper shutdown messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the ac power adapter is damaged and not functioning properly. The ac power adapter requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.